Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history record shows that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, ¿material sensitivity reactions,¿ and "intraoperative or postoperative bone fracture and/or postoperative pain.¿ and ¿elevated metal ion levels have been reported.¿

Event description:
It was reported that patient took part in (B)(4) study. It was reported that patient underwent left total hip arthroplasty on (B)(6), 2003. During post-operative monitoring, patient limp, pain, and elevated metal ion levels were noted. A fluid collection measuring 15.8mm x 12.9mm x 9.5mm was noted. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient took part in MRI investigation of soft tissue in a total hip arthroplasty study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2003. During post-operative monitoring, patient limp, pain, and elevated metal ion levels were noted. A fluid collection measuring 15.8mm x 12.9mm x 9.5mm was noted. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. No revision procedure has been reported to date. Additional information from clinical study indicates patient is bilateral. A review of invoice history confirms right total hip arthroplasty was performed on (B)(6) 2008. No revision procedure has been reported.